Event description:
Healthcare professional reported right side exchange due to patient¿s concerns with the product and capsular contraction baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases. Leak test and microscopic analysis was performed which identified: the unit does not leak; however, it is observed a sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp broken plug strap assessed as an unidentified (tear) opening.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and exchange due to patient's concern.

Event description:
Healthcare professional reported right side exchange due to patient¿s concerns with the product and capsular contraction baker grade iii. Device remains implanted.